Event description:
A tandem mobi cartridge alarm was reported by the caller, resulting in their blood glucose level exceeding a safe threshold. The issue occurred independently of the loading process, and while the caller experienced cartridge alarms with consecutive cartridges, they had no prior report of specific cartridge alarms with the specified pump serial number. Technical support confirmed the alarms and arranged for a pump replacement, verifying the customer's warranty coverage. The caller was advised on using multiple daily injections as backup therapy, instructed on how to set the pump into storage mode before returning it, and briefed on procedures for receiving the replacement pump. A replacement pump was dispatched to the customer.